Event description:
IV chemotherapy infusion was running. Patient took the IV pole with him to the bathroom and when he returned to bed, he turned on his call light to inform the nursing staff that the tubing was leaking. Rn discovered the chemo was slowly dripping from the y-port to the floor. Approximately 20ml of chemo spilled due to faulty tubing. Hazardous material exposure (chemo) risk increased. Hazardous spill contained and cleaned. This facility has had three recent reports for this product.the y-port was the one labeled 5 and was second from the attachment to the IV.